Manufacturer narrative:
Corrected data: b3 - date of event: (B)(6) 2019 should be removed as it is not applicable. B5- the reporter indicated that an implantable collamer lens was implanted into the patient's right eye (od) and excessive vault was observed. Reportedly the lens remains implanted. D2 - common device name: phakic toric intraocular lens, product code: qcb: should be removed as it is not applicable. D4 - model#: vticm5_12.6 - should be removed as it is not applicable. D4 - expiration date: 31-jul-2021 should be removed as it is not applicable. D4 - serial #: (B)(6) should be removed as it is not applicable. D10 - device available for evaluation: 05-nov-2019 should be removed as it is not applicable. H3 - device evaluated by manufacturer: "no" should be removed as it is not applicable. H4 - device manufacture date: 07-may-2019. H6 - device code: 3189 should be corrected to 1583. H6 - result code: 213 should be corrected to 114. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that an implantable collamer lens was not implanted into patient's right eye (od) and a vault issue was observed. Reporter notes that surgeon chose smaller size lens (12.6mm) for patient's left eye. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.